Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the hard drive. The software was reloaded and the nodes were flashed. The x-ray button atop the doghouse and the lemo receptacle were replaced. The voltage at the doghouse was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up outside of a case. No pt injury was reported.